Manufacturer narrative:
Follow-up information received on (B)(6) 2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abnormal pelvic pain. Plaintiff underwent a total hysterectomy and salpingectomy. Severe abnormal pelvic pain is listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device migrated partially into my uterus and partially into my endometrium/ migration of essure device') and pelvic pain ('severe abnormal pelvic pain') in a 30-year-old female patient who had essure (batch no. L2843-invalid, 626623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2011. Concurrent conditions included thyroid disorder and dysfunctional uterine bleeding. Concomitant products included hydroxyzine, ibuprofen, lamotrigine, levothyroxine and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), dysmenorrhoea ("severe abnormal menstruation pain/ dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)/ dyspareunia(painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges"), fatigue ("extreme bouts of fatigue/ fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety") and depression ("depression"), 6 months after insertion of essure. On (B)(6) 2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced dental caries ("tooth decay/several teeth pulled"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal / severe, abnormal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), pain in extremity ("thigh pain") and vaginal infection ("vaginal infection"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, bipolar disorder, dyspareunia, migraine, vaginal discharge, dental caries, fatigue, female sexual dysfunction, cystitis, urinary tract infection, arthralgia, nausea, allergy to metals, anxiety, depression and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, headache, uterine pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, cystitis, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: other complications were resolved following essure removal, healthy examination in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: results: no endometriosis seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of ptc. On 9-jan-2020: pif recived. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device migrated partially into my uterus and partially into my endometrium/ migration of essure device') and pelvic pain ('severe abnormal pelvic pain') in a 30-year-old female patient who had essure (batch no. L2843-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2011. Concurrent conditions included thyroid disorder and dysfunctional uterine bleeding. Concomitant products included hydroxyzine, ibuprofen, lamotrigine, levothyroxine and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), dysmenorrhoea ("severe abnormal menstruation pain/ dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)/ dyspareunia(painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges"), fatigue ("extreme bouts of fatigue/ fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety") and depression ("depression"), 6 months after insertion of essure. On (B)(6) 2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced dental caries ("tooth decay/several teeth pulled"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal / severe, abnormal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), pain in extremity ("thigh pain") and vaginal infection ("vaginal infection"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, bipolar disorder, dyspareunia, migraine, vaginal discharge, dental caries, fatigue, female sexual dysfunction, cystitis, urinary tract infection, arthralgia, nausea, allergy to metals, anxiety, depression and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, headache, uterine pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, cystitis, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: other complications were resolved following essure removal, healthy examination in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: results: no endometriosis seen. Concerning the injuries reported in this case, the following one/ones were reported via medical record: dyspareunia, pelvic pain. Amendment: the report was amended for the following reason: correction received- lot number removed. Rcc comment and references were removed. No new follow-up information was received from the reporter. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device migrated partially into my uterus and partially into my endometrium/ migration of essure device') and pelvic pain ('severe abnormal pelvic pain') in a 30-year-old female patient who had essure (batch no. L2843-invalid, 626623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2011. Concurrent conditions included thyroid disorder and dysfunctional uterine bleeding. Concomitant products included hydroxyzine, ibuprofen, lamotrigine, levothyroxine and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), dysmenorrhoea ("severe abnormal menstruation pain/ dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)/ dyspareunia(painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges"), fatigue ("extreme bouts of fatigue/ fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety") and depression ("depression"), 6 months after insertion of essure. On (B)(6) 2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced dental caries ("tooth decay/several teeth pulled"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal / severe, abnormal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), pain in extremity ("thigh pain") and vaginal infection ("vaginal infection"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, bipolar disorder, dyspareunia, migraine, vaginal discharge, dental caries, fatigue, female sexual dysfunction, cystitis, urinary tract infection, arthralgia, nausea, allergy to metals, anxiety, depression and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, headache, uterine pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, cystitis, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: other complications were resolved following essure removal, healthy examination in (B)(6) 2016. Discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: results: no endometriosis seen. Concerning the injuries reported in this case, the following one/ones were reported via medical record: dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated partially into my uterus and partially into my endometrium"), pelvic pain ("severe abnormal pelvic pain"), bipolar disorder ("bipolar disorder") and genital haemorrhage ("abnormal bleeding(general)") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder and dysfunctional uterine bleeding. Concomitant products included hydroxyzine, ibuprofen, lamotrigine, levothyroxine and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharges"), fatigue ("extreme bouts of fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), headache ("headaches") and allergy to metals ("nickel allergy"). In 2012, the patient experienced dental caries ("tooth decay/several teeth pulled"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal, heavy bleeding during menstruation/ abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe abnormal lower abdominal / severe, abnormal cramping"), back pain ("severe back pain"), migraine ("migraines"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), arthralgia ("hip pain"), uterine pain ("uterus pain"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain") and pain in extremity ("thigh pain"). The patient was treated with surgery ((B)(6) 2014 hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, bipolar disorder, dyspareunia, migraine, vaginal discharge, dental caries, fatigue, female sexual dysfunction, cystitis, urinary tract infection, arthralgia, nausea, allergy to metals, anxiety and depression outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, headache, uterine pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, cystitis, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: other complications were resolved following essure removal, healthy examination in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: no endometriosis seen concerning the injuries reported in this case, the following one/ones were reported via medical record:dyspareunia,pelvic pain quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added per pfs: abnormal vaginal bleeding, abnormal bleeding(general), apareunia, bladder infection, urinary tract infection, headaches, partial expulsion of device, hip pain, uterus pain, nausea, nickel allergy, bipolar disorder, anxiety, depression, abdominal pain, thigh pain added and concurrent condition, concomitant medication added. Reporters and events outcome added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated partially into my uterus and partially into my endometrium/ migration of essure device"), pelvic pain ("severe abnormal pelvic pain"), bipolar disorder ("bipolar disorder") and genital haemorrhage ("abnormal bleeding(general)") in a 30-year-old female patient who had essure (batch no. L2843-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder and dysfunctional uterine bleeding. Concomitant products included hydroxyzine, ibuprofen, lamotrigine, levothyroxine and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain/ dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges"), fatigue ("extreme bouts of fatigue/ fatigue "), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), headache ("headaches") and allergy to metals ("nickel allergy"). In 2012, the patient experienced dental caries ("tooth decay/several teeth pulled"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal / severe, abnormal cramping"), back pain ("severe back pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), arthralgia ("hip pain"), uterine pain ("uterus pain"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, bipolar disorder, dyspareunia, migraine, vaginal discharge, dental caries, fatigue, female sexual dysfunction, cystitis, urinary tract infection, arthralgia, nausea, allergy to metals, anxiety and depression outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, headache, uterine pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, cystitis, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: other complications were resolved following essure removal, healthy examination in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: no endometriosis seen. Concerning the injuries reported in this case, the following one/ones were reported via medical record: dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated partially into my uterus and partially into my endometrium/ migration of essure device"), pelvic pain ("severe abnormal pelvic pain"), bipolar disorder ("bipolar disorder") and genital haemorrhage ("abnormal bleeding(general)") in a 30-year-old female patient who had essure (batch no. L2843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder and dysfunctional uterine bleeding. Concomitant products included hydroxyzine, ibuprofen, lamotrigine, levothyroxine and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain/ dysmenorrhoea (cramping)"), menorrhagia ("abnormal, heavy bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges"), fatigue ("extreme bouts of fatigue/ fatigue "), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), headache ("headaches") and allergy to metals ("nickel allergy"). In 2012, the patient experienced dental caries ("tooth decay/several teeth pulled"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal / severe, abnormal cramping"), back pain ("severe back pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), arthralgia ("hip pain"), uterine pain ("uterus pain"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, bipolar disorder, dyspareunia, migraine, vaginal discharge, dental caries, fatigue, female sexual dysfunction, cystitis, urinary tract infection, arthralgia, nausea, allergy to metals, anxiety and depression outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, headache, uterine pain, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, cystitis, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: other complications were resolved following essure removal, healthy examination in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: no endometriosis seen concerning the injuries reported in this case, the following one/ones were reported via medical record:dyspareunia,pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Essure lot number was added. Events dysmenorrhoea (cramping), apareunia (inability to have sexual intercourse), dyspareunia (pain during intercourse), fatigue, migration of essure device were clubbed with previously reported events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent birth control. In (B)(6) 2011, she had an hsg (hysterosalpingogram) test that confirmed full occlusion of her fallopian tubes. Approximately six months after the implant, she began experiencing severe, abnormal menstruation pain; abnormal, heavy bleeding during menstruation; prolonged, abnormal menses; severe, abnormal lower abdominal and pelvic pain; severe, abnormal cramping; severe back pain; pain during intercourse; migraines; and vaginal discharges around the time she would get her menstruation. Beginning in 2012, she began experiencing tooth decay and had to have several teeth pulled. In 2013, she began experiencing extreme bouts of fatigue. The plaintiff sought treatment for and complained about the symptoms she was experiencing. Around (B)(6) 2014, the plaintiff searched online about the symptoms she was experiencing and realized that her symptoms may be related to essure. On (B)(6) 2014, the plaintiff underwent a total hysterectomy and salpingectomy to remove her uterus, cervix, and fallopian tubes. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abnormal pelvic pain. Plaintiff underwent a total hysterectomy and salpingectomy. Severe abnormal pelvic pain is listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.